Event description:
The nurse reported that customer has been experiencing a low blood glucose due to over delivery of insulin. It was stated that the customer was not with nurse at time of call, and the customer was not hospitalized. The nurse requested to provide additional training to customer as soon as possible. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.